Event description:
It was reported that .. "Aria cage broke at the distal end where the inserter meets the cage. The surgeon implanted the cage with inserter #is3021aris which is the custom inserter made specific for this cage. The cage size 10x45x0 18mm was inserted at the proper angle and was not over tightened as it was attached to the cage."

Manufacturer narrative:
Method: complaint history review, risk assessment analysis, and labeling review. Results: complaint history review: sixteen complaints of this nature have been received on the aria cage range. Risk assessment: there were no reports of any adverse consequences to the patient as a result of the failure. The severity rating of s2 appears to be appropriate in this case. Labeling review: the aria surgical technique includes a warning that the "application of cantilever forces while using the implant inserter may result in breakage of the implant". It also recommends to "gently and progressively insert the avs aria implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle, while monitoring the insertion under fluoroscopic imaging". Conclusion: a thorough investigation could not be performed as the batch number of the implicated cage was unknown and only a fragment of the cage was returned for evaluation. The failure could be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Excessive hammering as well as inappropriate trialing could also have contributed to the failure.